Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. Image review: a review of the provided image (see attachment) was performed by an intuitive surgical, inc. (Isi) fae/cde/other. The following additional information was provided: fae confirmed the cable in the picture is a broken grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, at the beginning of the surgery, prograsp forceps stopped to open the tips and the doctor saw broken cables. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.